Manufacturer narrative:
The device was returned to the MFR for eval. During the eval of the system controller, it was found that maneuvering the black power lead resulted in low battery alarms, red battery alarms, and motor speed interruptions. Further eval of the black power lead revealed a compromised battery fuel gauge wire. This situation is being addressed through the MFR's corrective preventive action system and an urgent medical device correction notice (2916596-9/2/10-001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms with positioning of the percutaneous lead and system controller power leads. The vad coordinator was unable to download data on the hospital's system monitor as it was "freezing". She was able to see the pump parameters on the clinical screen. The system monitor was exchanged without resolution. The log file could not be retrieved. The system controller was exchanged and the alarms were resolved. The pt remains ongoing.